Event description:
It was reported by arjohuntleigh representative: "unplanned service: legs no function, found leg open/close mechanism detached from chassis, one of tie bars was bent, one castor fell off lift." Reference MFR: (B)(4).